Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle and suction channel. It is likely that foreign matter exceeding the inner diameter of the suction channel got into the channel and caused clogging. It is also likely that foreign matter larger than the inner diameter of the air/water nozzle got into the nozzle and caused clogging. It was confirmed that there was no problem such as deformation in the air/water nozzle and suction channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, foreign objects were clogging the nozzle and coming out of the suction channel. These findings are due to insufficient cleaning or handling of the scope. It was observed that the adhesive on the bending section cover had a chip, a crack and had a white-cloud area due to chemical or physical stress. Also, the adhesive around the light guide lens had a white clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens was peeled. It was also observed that the lock engagement lever was deformed due to physical stress caused by handling. It was observed that due to deformation of the scope connector cover, water tightness was lost. It was also observed that the scope connector was dirty due to water leakage. Due to this damage on the scope connector, a noise image occurred. It was observed that switch 2 did not work due to damage caused by a defective printed circuit board switch. It was also observed that the paint of the air and water cylinder was peeled due to deterioration caused by stress during reprocessing. Lastly, a scratch was observed on the connecting tube due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope angle does not work. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle and foreign material was observed coming out of the suction tube which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.